Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711 (B)(4) determined no anomaly was found. Foreign material was found in the connector port. A non-standard impedance test was performed. The ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end was placed in a 0.9% saline solution. Using a patient programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. Analysis of wrench model unk serial # unk determined no anomaly was found. Torque wrench.

Event description:
It was reported there were high impedances at implant. The impedances were measured several times, and each time the results were >3600/>10 ,000 ohms. Impedances were measured twice with a multi-lead trialing cable and the results were in range. A new stimulator was implanted and the impedances were within normal limits. The patient recovered without sequela.

Manufacturer narrative:
The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.